Manufacturer narrative:
Investigation summary: with all the available information, boston scientific was able to confirm a device malfunction, the pump failed the inflation test. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp cylinders were visually inspected, leak tested, pressure tested and microscopically examined; no visual damages were found upon inspection. The cylinders passed all tests performed. The momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and failed inflation test. Product analysis concluded these inflation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the physician spliced the tubing from another device because the wrong kit was shipped. The unused device will be sent back. There were no patient complications in relation to this event.